Event description:
Boston scientific received information that the patient with this right atrial lead recently fell. After the fall, the atrial lead displayed loss of capture, poor amplitude and a change in impedance measurements. A lead dislodgement was confirmed on x-ray. During the lead revision procedure, repositioning was unsuccessfull and tissue was embedded into the helix. The lead was explanted and a new atrial lead was implanted. No other adverse patient effects were reported.

Manufacturer narrative:
The lead was returned and is currently being analyzed. When testing is complete, this report will be updated.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, visual inspection confirmed tissue in the helix mechanism. Resistance and pressure tests were completed to assess the lead's electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported dislodgement.

Event description:
--